Event description:
A caregiver (cg) contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) instructed the cg with troubleshooting. The cg stated, the alarm repeated and stated there was an air bubble in the patient line creating a gap of air in the line. The tsr advised the cg to end therapy and start over with new supplies. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.